Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting loss of capture (loc) on the right ventricular (rv). The device remains in service. No adverse patient effects were reported.